Event description:
Procedure performed: laparoscopic surgery gyn event description: the distal tip of the trocar broke. No material was lost inside the patient. No one was harmed additional information received by email from applied medical representative on 6apr21 and by phone on 7apr21: date of event: march 2021 lot number: it will be attached to the product when returned I was informed that it broke as it was breaky material, like glass. The fracture did cause particulation but outside the patient this port was not used with a robot. It had not yet been inserted. There is no information on how the device broke outside of the patient. Patient status: no patient injury or illness occur associated with the complaint event

Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Visual inspection confirmed the complainant¿s experience of a fractured cannula. Based on the condition of the returned unit, it is likely that the cannula tip fractured due to excessive force exerted on the cannula tip. It is also possible that the cannula was more susceptible to breakage. However, the exact root cause of the cannula tip fracture is unknown.

Manufacturer narrative:
The event device is anticipated to be returned to applied medical for evaluation. A follow-up report will be provided upon completion of investigation.

Event description:
Procedure performed: laparoscopic surgery gyn. Event description: the distal tip of the trocar broke. No material was lost inside the patient. No one was harmed. Patient status: no patient injury or illness occur associated with the complaint event.